Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the right atrial lead was attempted to be implanted but was unsuccessful as the helix failed to deploy and the lead would not stay in situ. It was also noted that the pacing system analyzer (psa) numbers could not be obtained. The right atrial lead was explanted and replaced. The patient was stable before, during and after the procedure.